Manufacturer narrative:
Eval summary: note: the following info is considered to be confidential. A visual examination was performed on the returned product. Fiber assembly: proximal end: no defect was found on fiber surface. White particles appear to be inside the distal connector. Distal end: no defect was found on fiber surface. Connector is slightly frosted and discolored in a few places on the distal metal portion of the connector. The fiber is broken and separated 11 inches from the proximal end. The white protector tubing was holding the separated fiber pieces. At break point, the fiber has black residue approx 1 inch from the separation area, and black residue is present inside white protector tubing. On the proximal end section, at the breaking point, fiber and buffer are melted/charred and the buffer appears slightly flared. White protector tubing was removed 3 inches from each end for eval. Customer did not send handpiece for eval. Possible/probable cause: due to the observed damage at breakage point and the position of the fiber breakage, possible causes could include moving across or backing into fiber while lasing, near the connection of the fiber to the laser, handling issues where fiber was excessively bent, or other unk causes.

Event description:
"Fiber wire was broken on removal from package." This info is documented as reported to trimedyne. Upon initial receipt of this complaint, it was determined to not be reportable. However, after returned product eval on 10/15/2007, it was determined to be reportable.